Event description:
Customer reports that while attempting to deliver a bolus shot due to high blood glucose of 569 mg/dl, customer was not able to get insulin through cannula and received a no delivery alarm. Customer was able to clear alarm with an infusion set change. Infusion set and reservoir would be replaced due to customer's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.